Event description:
It has been reported to philips that the footswitch intermittently would not trigger exposures. There was no reported patient or user harm. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) checked the device remotely and confirmed that the wired footswitch was not functioning. Upon troubleshooting, the philips field service engineer (fse) checked with the system onsite and found that the cine switch was not working properly, only works after a very hard press. On further troubleshooting, fse noticed a change in the switch position when the footswitch was opened. The fse attempted to adjust the cine switch, but it remained non-functional and concluded that the issue was due to a misalignment of the switch mechanism. To resolve the issue fse replaced the wired footswitch. The failure of the wired footswitch can be attributed to the issues resolved in philips correction 2021-igt-bst-020. The defective part was sent for analysis, for wired footswitch no malfunction was observed. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.